Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06556. It was reported that the patient experienced high impedance and decreased therapy. The patient was reporting high impedances and difficulty increasing the strength in therapy. The patient underwent surgical intervention in which both leads were replaced. Effective therapy was restored post operation.